Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2025 with hypotension and low flow alarms. The patient had been having issues with low flow alarms over the past few months which prompted several medication adjustments. The low flow alarms subsided for a while and then returned. The patient was in the emergency department and a repeat echocardiogram, and a chest computed tomography (CT) were ordered. A review of the submitted log files revealed intermittent low flow events on 25feb2025 between 04:14 and 12:24. The low flow alarms were due to hypovolemia. Low flow alarms resolved with adjustments in medication regimen. An echo was performed on (B)(6) 2025 for further assessment of low flow alarms. There was severely reduced left ventricular (lv) systolic function. Ejection fraction by visual approximation was 10%. Severe global hypokinesis was present. Heartmate ii left ventricular assist device (lvad) was present. At 8800 revolutions per minute (rpm), the lvad inflow cannula was not well visualized. Lvad outflow cannula was also not well visualized. Septal position was midline. The right ventricle was moderately dilated and there was severely reduced systolic function. Tricuspid annular plane systolic excursion (tapse) was abnormal at 0.8 cm. There were moderately calcified cusps seen at the aortic valve. There was significant decreased excursion with each heartbeat of aortic valve not well-seen open. There was mild to moderate aortic regurgitation. For the tricuspid valve, there was moderate to severe regurgitation. There was mildly elevated right ventricular (rv) systolic pressure (rvsp), consistent with mild pulmonary hypertension. The estimated rvsp was 38 mmhg. The right atrium was moderately dilated. The patient last status was noted to have been stable, and they the continued current regimen. The patient would follow-up 2 months later. Reduced lv function existed pre-lvad implant and lvad therapy was thought to not worsen it. Reduced rv function existed pre-lvad implant, and it was unknown if lvad therapy worsened it. Aortic regurgitation did not exist pre-lvad implant, and it was unknown if lvad therapy caused or worsened it. Tricuspid regurgitation existed pre-lvad and it was unknown if lvad therapy worsened it. A computed tomography angiography (cta) of the chest, abdomen, and pelvis was completed to ensure no occlusion. There was no occlusion noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Further, review of the submitted log file captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate ii left ventricular assist system. Section 5, ¿surgical procedures¿, states that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.